Manufacturer narrative:
The product analysis indicates one opened sample of part number 1882569hs, from lot number 0212822494 was received for analysis. The spiral wrap broke 1.26¿ from the distal tip which would have resulted in the reported malfunction. The spiral wrap was twisted in on itself in a clockwise direction indicating excess torsional loads. The diamond tip of the bur was compacted with biological contaminants which would have required the user to apply excess pressure to the bur to maintain performance, and in turn, excess torsional loads. There was gouging and a thinning of the distal outer tube wall thickness and wear marks on the inner shaft 0.68¿ from the distal face of the inner hub which is consistent with aggressive use. The information most likely indicates aggressive use resulted in excess torsional loads which caused the breakage. There was an out of specification condition identified as it relates to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
The bur broke after 20 minutes of using. There was no patient impact or injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the tip of the bur broke. It was confirmed that the breakage did not result in fragments. There were no fragments that needed to be retrieved; no fragments fell into the patient. Another bur was used and completed the surgery.